Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to recurrent pop.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat urinary incontinence/cystocele and mesh was implanted. It was reported that the patient had concurrent procedures of an extensive lysis of adhesions and abdominal sacral colpopexy performed during mesh implantation. It was reported that patient underwent mesh removal on (B)(6) 2013 due to urinary incontinence, vaginal pain and abdominal adhesions. In 2013, patient received trigger point injections for urinary and fecal incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.